Manufacturer narrative:
The recipient's device was reportedly explanted.

Event description:
The recipient is reportedly experiencing device extrusion. The recipient presented with phlogosis which resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient is reportedly doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.